Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the customer noted that the "energy excitation" failed upon inserting the fenestrated bipolar forceps instrument. The customer replaced the fenestrated bipolar forceps instrument with a back-up instrument of the same kind and completed the procedure with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the electrical continuity test. The energy generator was not available to test for energy delivery test. There was an additional observation not reported by the site that was not related to the customer reported complaint. The instrument was found to have damage to the conductor wire¿s insulation at the distal end. The conductor wire was exposed as a result. The instrument passed the electrical continuity test. A piece approximately 0.028" x 0.116" in size was not returned with the instrument. No evidence of thermal damage was identified. The root cause of this failure is attributed to a component failure. The fenestrated bipolar forceps instrument information cannot be verified through the system log review at this time as it was not registered on the system, or the product was not used. In addition, a review of the site's complaint history does not show any additional complaints related to the fenestrated bipolar forceps instrument. No image or video clip for the reported event was submitted to isi for review. This complaint is being reported due to the following conclusion: the instrument had conductor wire damage with no evidence of user mishandling or misuse. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.